Manufacturer narrative:
The cycler was returned to the manufacturer for evaluation and refurbishing. A review of the refurbish records found that there were no visually observed issues of burn damage on the heater tray. There were no problems observed on the cycler and the cycler passed all tests. An investigation of the device history record (DHR) was conducted by the manufacturer. There were no issues found during the manufacturing process which could be related with the reported event. In addition, the DHR review confirmed the results of the in-progress and final quality control testing met all requirements. The investigation into the cause of the reported complaint was not able to be confirmed. A review of the refurbish process of the returned device could not identify any signs of heat damage on the heater tray. Therefore, the complaint has been deemed unconfirmed.

Manufacturer narrative:
The cycler was replaced. The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) nurse reported that the heater tray (ht) on the patient¿s cycler was burned. The patient has been able to complete treatment on the cycler. There was no patient adverse reaction or injury due to the issue and no medical intervention was required. There was no burning smell, smoke, spark, or flame. No other components were observed to have damage. The patient has had the cycler for approximately one year. The patient did not miss any pd treatments on the cycler. The patient completed treatment using manual therapy until a replacement cycler was received. The patient continues pd treatments with the new cycler without any further problems.